Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received critical pump error. The customer's blood glucose was unknown at the time of incident. The customer also stated there are cracks in the insulin pump casing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage at the electronic assembly and force sensor. The pump was received with cracked battery tube threads and a cracked case corner of the belt clip rails near the battery compartment.